Event description:
It was reported the procedure was being performed on a female pt in labor and delivery. When the tray was opened they found the contents moved around enough that ampules were broken including but not limited to the saline and lidocaine vials. When this occurs they are opening another kit and using it for the procedure. There was no delay in treatment with no harm to the pt and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.